Event description:
The st. Jude medical rep reported that during a following-up no communication could be established. It was also reported that during 'dft' testing, the device took a long time to charge to maximum output and the device may or may not have delivered therapy. The patient had to be externally rescued. The device will be explanted and returned for analysis.